Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that the pump was displaying loss of prime alarms several times after changing cartridges. Allegedly, the reporter was able to disconnect and prime successfully; however, the loss of prime warnings were recurring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/26/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2014 with the following findings:a review of the device history indicated a loss of prime associated with a low non-zero force. A loss of prime warning was not duplicated during investigation. The force sensor calibration tested within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.